Event description:
It was reported that on an unk date, the tubing came out of the package. The package did not hold the tubing thus contaminating the product. There was no pt contact, injury, or delay in surgery. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.